Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) since 2015 and fluoxetine hydrochloride (fluoxetin) since 2011. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hormone level abnormal ("hormonal changes describe: hormone fluctuations"), migraine ("migraines / headaches"), back pain ("lower back pain"), uterine leiomyoma ("reproductive system disorder or condition: fibroids, largest widespread") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): repeat bacterial vaginosis infection"), headache ("migraines / headaches"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), stress ("psychological or psychiatric problems: stress"), poor quality sleep ("poor sleep"), depression ("depression") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had hysterectomy to remove the essure implant.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hormone level abnormal, bacterial vaginosis, migraine, headache, back pain, abdominal pain lower, poor quality sleep, depression, uterine leiomyoma, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, poor quality sleep, stress, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia, apareunia, hormone fluctuations, vaginosis infection, migraines / headaches, back pain, lower back pain, vaginal pain, stress, poor sleep, depression, fibroids, vaginal discharge, weight gain. Are added. Lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menometrorrhagia. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since 2015, fluoxetine hydrochloride (fluoxetin) since 2011 and medroxyprogesterone acetate (depo provera). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): repeat bacterial vaginosis infection"), migraine ("migraines / headaches"), headache ("migraines / headaches"), back pain ("lower back pain") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: hormone fluctuations"), uterine leiomyoma ("reproductive system disorder or condition: fibroids, largest widespread") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), stress ("psychological or psychiatric problems: stress"), poor quality sleep ("poor sleep") and depression ("depression"). The patient was treated with fluoxetine hydrochloride (prozac), vitamin d nos (vitamin d) and surgery (laparotomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, hormone level abnormal, bacterial vaginosis, migraine, headache, back pain, abdominal pain lower, poor quality sleep, depression, uterine leiomyoma, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, poor quality sleep, stress, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal details: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2021: medical device received. Reporter information, medical history and reporter causality note added. Surgery updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain /chronic pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: menometrorrhagia. Concurrent conditions included: overweight. Concomitant products included: bupropion hydrochloride (wellbutrin) since 2015, fluoxetine hydrochloride (fluoxetin) since 2011 and medroxyprogesterone acetate (depo provera). On 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): repeat bacterial vaginosis infection"), migraine ("migraines/headaches"), headache ("migraines / headaches"), back pain ("lower back pain") and vaginal discharge ("vaginal discharge"). And was found to have hormone level abnormal ("hormonal changes describe: hormone fluctuations"), uterine leiomyoma ("reproductive system disorder or condition: fibroids, largest widespread"). And weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), stress ("psychological or psychiatric problems: stress"), poor quality sleep ("poor sleep") and depression ("depression"). The patient was treated with fluoxetine hydrochloride (prozac), vitamin d nos (vitamin d) and surgery (laparotomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, hormone level abnormal, bacterial vaginosis, migraine, headache, back pain, abdominal pain lower, stress, poor quality sleep, depression, uterine leiomyoma, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, poor quality sleep, stress, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted, in essure removal details: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.7 kg/sqm. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-nov-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with hysterectomy to remove the essure implant in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.